Manufacturer narrative:
Lab analysis of the device found an empty syringe with a crack on the 3mm luer lock level.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra xc where a 25g cannula or a 30g needle was unable to be attached. While injecting the patient, there was "not a good contact and the filler spilled out the sides of the vial." No injuries were reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling for the reported event of expulsion and detachment of device component: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm ultra xc where a 25g cannula or a 30g needle was unable to be attached. While injecting the patient, there was "not a good contact and the filler spilled out the sides of the vial." No injuries were reported.